Manufacturer narrative:
(B)(4). The sample is not available to baxter for evaluation. The batch review has been performed. The product met the acceptance criteria for release.

Event description:
The facility representative contacted baxter to report a intermate that has ruptured during filling. The device was filled with 50ml (milliliter) of sodium chloride and then with claventin 2.5g (gram). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.